Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient developed sustained ventricular arrhythmia that needed direct-current (dc) cardioversion or defibrillation. Cardiac catheterization was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, the hospital would not provide any additional information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.